Event description:
The customer reported a ventilator with a blank display. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) which resolved the customer reported issue. The ventilator passed extended self-testing (est), short self-tests (sst), and performance verification testing (pvt). (B)(4).